Manufacturer narrative:
B5 describe event or problem ¿ correction. H2 type of follow up ¿ correction. D2b - procode - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. On (B)(6) 2024, the patient was not getting readings due to signal loss. The patient was unable to check a bg reading. The patient was with her daughter at home when she passed out. Her daughter went to the next door neighbor's house and the neighbor called paramedics. When paramedic arrived, a bg was checked but the patient did not know what the reading was because she was unresponsive. The patient was taken to the hospital and admitted to the intensive care unit (ICU). The patient regained consciousness in the ICU on (B)(6) 2025. While in the ICU, the sensor was removed. The patient was treated with IV fluids and was discharged on (B)(6) 2025. At the time of the report, the patient was still short of breath and felt weak. Performance data was reviewed. Data investigation confirmed signal loss as signal loss equal to or under one hour. The probable cause could not be determined.. No additional patient or event information is available.